Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and confirmed that the fluoroscopy was not working. Upon remote testing rse found footswitch was stacked by vinyl cover for footswitch, so fluoroscopy was not possible without recovering. To resolve the reported issue, the rse suggested the user to rework on vinyl cover, clear the footswitch and take necessary precaution to avoid this issue during use of footswitch. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy was not working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.